Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? The patient demographic info: weight, bmi at the time of index procedure? What tissue was the vicryl suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? What was the date of the second procedure? What was the appearance of the suture during the second procedure? Can you identify the lot number of the vicryl j452 suture? Other relevant patient history/concomitant medications do you have product for return? Return date, tracking information ? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent c-section procedure on unknown date and suture was used. On (B)(6) 2018, the patient experienced wound dehiscence. An additional laparotomy procedure was performed, and the suture was found broken and frayed. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. Device evaluation summary: two used suture pieces of product code j452 were returned for analysis. During the visual inspection of two suture piece, body fluids and a knot were noted; but no fraying suture were observed. Also, the ends were cut appear to be by use of surgical instrument; since this is consistently with the removed of the suture from the patient. In addition, a functional test was performed on a suture piece using a instron and the tensile force was above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown.